Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery conduit segment (rca) and right posterior descending artery segment (pda). A 10mmx2.00mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon third inflation at 12 atm for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed using this device. No complications were reported and the patient was in good condition after the procedure.